Manufacturer narrative:
(B)(4). Retainer ring = black. Customer complained about having physical damage on the pump/battery cap. Pump was received with partially broken reservoir tube lip, missing reservoir tube o-ring, partially broken reservoir retainer, broken battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place. Unable to verify damage battery cap due to pump was received without the original battery cap. In conclusion, physical damage complaint was confirmed and unable to verify damage battery cap.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the battery side of insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.